Event description:
Customer reported that pump failed to detect amount of insulin in cartridge. No information was provided about customer's blood glucose level, but there was no indication of an adverse impact. Investigation showed pump was functioning normally, and insulin readings were consistent with estimates. Pump was returned and replaced.